Event description:
Nellcor puritan bennett rec'd a call from reporter on 09/21/1998. Reporter called to report the following problem: mom is claiming when she wakes in the middle of the night she finds the apnea led lite without an audible alarm. She has tried multiple monitors.